Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the energy value on the display was not matching the energy selected on the therapy knob. There was no patient involvement.